Event description:
It was reported that a pt underwent a nasal septum procedure on (B)(6) 2010, and suture was used. During the procedure, the needle tip broke off/ was missing. The pt was x-rayed but no needle pieces could be found. It is possible that the tip was already missing prior to use. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.